Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that an image was not displayed because communication failure occurred due to faulty cable. The cause of the faulty cable could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's non-reportable allegation was not confirmed. The device evaluation found a reportable malfunction: no image display due to damage on the cable unit. Evaluation also found an additional non-reportable finding: deterioration on the coupler unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. E1/establishment name: (B)(6).

Event description:
The customer reported to olympus, the 4k camera head could not be recognized by the processor. The issue was found before an unspecified procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image display. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.